Event description:
On (B)(6) 2023, the reporter underwent robotic laparoscopic hysterectomy surgery at (B)(6) in (B)(6) with dr. (B)(6) due to retained placenta and amniotic sac in uterus. She alleges that an endoscopic camera was left inside her during this procedure. Reporter states she felt something bust in her stomach and went to the hospital on (B)(6) 2023 complaining of pain around belly/belly button, swelling of stomach, smelling feces and is concerned there is a leak in intestines and she would have been exposed to the contrast from the CT. Reporter states CT with contrast and other tests were done and results came back normal. The patient suffers from endometriosis and adenomyosis, she worries her intestines were damaged during surgery. Reporter suspects medical negligence and would like footage of surgery due to the hospital not being fully transparent about what happened during her care.